Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to complaint environmental due to regular maintenance: performing regular and proper maintenance of the device can help prevent failures. This may include cleaning, lubricating, and inspecting the device for any signs of wear or damage.

Event description:
On 9/19/2023, it was reported by an arthrex subsidiary employee via sems-06035848 and sems-06046595 that an ar-300 handpiece had an issue. At the beginning of the surgery on 9/6/2023, they tested the perforator, which was working normally, however, during the procedure, when they went to use it, it malfunctioned. They did all the tests possible, and it didn't work. They closed the surgery due to a lack of material, and it will be rescheduled. This occurred during use in an unspecified procedure. Additional information has been requested. On 9/22/2023, the arthrex subsidiary employee provided the following information via email: this occurred during a foot surgery procedure for a chondral injury on (B)(6) 2023. A scrub nurse was present during the case. There was no accessory attached to the drill, just the engine.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.